Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose (bg) of 426 mg/dl with symptoms suggestive of hyperglycemia of excessive thirst, urination and nausea. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated the pump experienced recurring occlusion alarms after replacement of infusion set. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy and the alleged product issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: review of the black box data shows records beginning 2016-07-22. Due to continuous use of the pump the black box data/histories for the event had been overwritten. The available black box data showed no evidence of any cs-064 alarms. An ez-prime and 24 hour duration test were successfully completed with no call service alarms being duplicated. Available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. There was no evidence of internal moisture observed and no damage to the internal components or pcb was found. Investigation was unable to duplicate the complaint; the pump information for the complaint date has been overwritten. (B)(4).